Event description:
Bayer case number: (B)(4). Unwanted pregnancy after the insertion [pregnancy with contraceptive device]. Device ineffective [device ineffective]. After this procedure, various physical symptoms have developed [injury]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("unwanted pregnancy after the insertion") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On unknown date she experienced pregnancy with contraceptive device (seriousness criterion medically important) and injury ("after this procedure, various physical symptoms have developed"). The patient was treated with non-drug therapy (pregnancy termination). At the time of the report, the pregnancy with contraceptive device had resolved. The outcome of injury was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered injury and pregnancy with contraceptive device to be related to essure (ess205) administration. The reporter commented: after this procedure, various physical symptoms have developed. I also experienced an unwanted pregnancy after the insertion, and I had to have it terminated. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Unwanted pregnancy after the insertion [pregnancy with contraceptive device]. Device ineffective [device ineffective]. After this procedure, various physical symptoms have developed [injury]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("unwanted pregnancy after the insertion") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On unknown date she experienced pregnancy with contraceptive device (seriousness criterion medically important) and injury ("after this procedure, various physical symptoms have developed"). The patient was treated with non-drug therapy (pregnancy termination). At the time of the report, the pregnancy with contraceptive device had resolved. The outcome of injury was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered injury and pregnancy with contraceptive device to be related to essure (ess205) administration. The reporter commented: after this procedure, various physical symptoms have developed. I also experienced an unwanted pregnancy after the insertion, and I had to have it terminated. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-feb-2026: unlocked for quality safety evaluation. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.